Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, arrhythmia, respiratory failure and cardiac arrest, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effects of angina, arrhythmia and cardiac arrest cannot be determined. The reported respiratory failure resulting in intubation is a result of case-specific circumstances. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is conservatively filed for cardiac arrest. It was reported that two mitraclips were implanted on (B)(6) 2017, without incident reducing mitral regurgitation (mr) grade from 4 to trace. There were no issues with device performance during or after the procedure. The patient was extubated from the ventilator, but later that night had difficulty swallowing along with chest pain during inhalation and had abnormal heart rhythms, which rapidly deteriorated into cardiac arrest. Multiple episodes of cardiac arrest were experienced and the patient was successfully resuscitated. The patient was re-intubated and was placed on a ventilator. Diagnostic tests were performed, but the cause of the deterioration was unable to be identified. Both mitraclips were confirmed stable and attached to both leaflets. No additional information was provided.